Event description:
It was reported that the patient underwent an unknown spinal procedure for scoliosis at t4-l4. It was reported that the tip of the screwdriver cross threaded and sheared off metal debris from the screws. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual and optical inspection identified wear at the initial portion of the fas head interface appears worn; no material or functional issue noted. Functional evaluation with sample screw did not identify issue with full engagement of both drivers. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the instrument or associated components. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.